Event description:
Denali pedicle screw reportedly broke approximately 10-12 months post-operatively. Patient has been revised and screw returned for evaluation.

Manufacturer narrative:
The manufacturing and inspection records for the screw were reviewed and there were no discrepancies found. The part was manufactured according to specification. The screw was visually examined and no visual defects were found however, the screw will be sent to an independent laboratory for a more detailed, metallurgical analysis. Additional information (i.e., x-rays, trauma history, fusion status) has been requested from the surgeon via the representative but has not yet been made available. No firm conclusions can be drawn with respect to the root cause of the fracture. Incidents of this nature will continue to be monitored and trended.

Manufacturer narrative:
Independent laboratory results were received and showed that the screw breakage was consistent with excessive anatomical loading. Manufacturer is not expecting additional information and considers this to be a closing report.